Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 492 mg/dl. The customer was treated with manual injection. Customer's other blood glucose was 486 mg/dl. Troubleshooting was done for high blood glucose and under delivery. The customer did experienced the symptoms such as difficulty in breathing and lethargic. Based on customer report customer does not allege was under delivering. Customer states that auto mode was active. Customer assisted with high pressure test and it was passed. Infusion set was leaked at quick release. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.